Event description:
On 6/16/06, syncardia systems, inc. Became aware of a possible malfunction of a css console as a result of a review of console servicing records received from our international affiliate which were translated from german to english.

Manufacturer narrative:
An entry dated 2005 in the console servicing records for console stated "after calibration of both of the control modules display shows 'control valve has a leak..'" The activity chart in the servicing record for the date stated "pressure sensors (flow and ventricle pressure control) checked and calibrated. Problem still existing. Control module from another console used, after calibration same error error message 'control valve has leak.' Console put out of action." Following completion of the repair activities, the service rep conducted a successful console checkout procedure about 10 days later and the console was returned to the customer for use. The review of the service records and complaints for this console indicated no recurrence of this alleged malfuncion. Syncardia has been unable to obtain any addtional info regarding this event. A review of complaint and service records from q4 2004 through 5/2006 did not indicate a trend or other pattern for the reported malfunction. Syncardia is closing this file.